Event description:
It was reported that this device was explanted due to normal battery depletion. The patient was admitted to the hospital a few days before with a few shocks and the device was unable to be interrogated due to a completely depleted battery. It is unknown if the provided shocks were appropriate or not. This implantable pulse generator (pacemaker) was returned and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this device was explanted due to normal battery depletion. The patient was admitted to the hospital a few days before with a few shocks and the device was unable to be interrogated due to a completely depleted battery. It is unknown if the provided shocks were appropriate or not. This implantable pulse generator (pacemaker) was returned and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the implantable cardioverter defibrillator was thoroughly inspected and analyzed. A review of the device memory revealed no suspicious faults or resets. High power visual inspection of the header and lead barrels noted no irregularities. The device was able to communicate properly with the programmer. The device went through a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all the tests. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.